Event description:
It was reported that this implantable pacemaker was repositioned. The cause for the reposition procedure is unknown. Additional information was requested, however, no further information was provided. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was repositioned. The cause for the reposition procedure is unknown. Additional information was requested. The device remains in service. No additional adverse patient effects were reported.